Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported emergency room treatment and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient's father that a pod was applied and the patient got really high blood glucose levels that same night. They stated that they were doing corrections and everything possible to bring the levels down. The patient's father stated that there was no mark on the patient's arm indicating a cannula was ever inserted. At 1:00 am that morning they checked for ketones and there was a large finding so they rushed the patient to the emergency room. The father stated the patient was borderline in ketoacidosis. Patient's father stated that the patient was put on saline drip and long acting insulin.